Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. The root cause has not been determined yet and the investigation is in process. When information becomes available a follow-up report will be sent to the FDA.

Event description:
It was reported patient underwent shoulder humeral head resurfacing procedure on (B)(6) 2013. As the package was opened, the seal did not seem to be tight and surgeon was concerned of sterility. Product was flash sterilized before use resulting in a delay of 30 minutes to the procedure.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.